Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient could not feel stimulation following the permanent implant procedure on (B)(6) 2016. An impedance check showed no anomalies. Programming was attempted but could not provide resolution. X-rays were taken and revealed the lead had migrated out of the epidural space. As a result, the patient will undergo surgical intervention.